Manufacturer narrative:
PMA/510 (k) # : k180868. Investigation is pending.

Event description:
Ba et al 2019 (unknown enbd) - "percutaneous transhepatic biliary drainage may be the preferred preoperative drainage method in hilar cholangiocarcinoma" 180 eligible patients with type ii, iii, and IV hilar cholangiocarcinoma were included in this study . According to the drainage method, the patients were divided into two groups: ercp group and ptbd group. The ercp group included patients who underwent endoscopic biliary stenting (ebs) and endoscopic nasobiliary drainage (enbd). Procedure: generally speaking, enbd was performed when patients had difficulty during contrast agent excretion, or when bile was thick or full of dregs, which is easy to clog drainage tubes. The upper edge of plastic stents and the tip of the nasobiliary catheter (8 fr/10.2 fr; cook medical, winston-salem, north carolina, united states) should cross over the upper margin of the malignant obstruction site by 2 cm. The revised atlanta classification of acute pancreatitis was used to assess: (1) abdominal pain (nrs > 4) > 24 hours after drainage; (2) amylase level more than three times normal level; and (3) gastrointestinal perforation, acute cholecystitis or acute peritonitis. 17 patients in the ercp group developed post-procedure pancreatitis.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
PMA/510 (k) # : k180868. Device evaluation: the enbd device of unknown rpn and lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution enbd devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use (ifu0099-0 / ifu0129-0) lists pancreatitis as a known potential adverse event associated with ercp and nasal biliary drainage procedures. There is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to patient pre-existing conditions and/or the procedure whereby the drainage catheter was placed. As per the IFU, pancreatitis is listed as a known potential adverse event associated with ercp and nasal biliary drainage procedures. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter 17 patients experience post-procedure pancreatitis. The patient outcome is unknown. Complaints of this nature will continue to be monitored for potential emerging trends.